Manufacturer narrative:
A clinical evaluation of the report and evidence provided was executed and a unilateral (left side) capsular contracture baker grade iii was confirmed. There was a relationship between the reported event and the device. Additionally, the device reported was received and after the visual inspection showed no defect/damage on the implant. A complete review of the DHR for lots 19105578 was carried out, no deviation was found in the manufacturing processes. Review of complaint history for the reported lot numbers and sterilization runs found no other similar complaints reported in the past. · a definitive root cause could not be determined. · potential factors related to the manufacture of the device that may lead to capsular contracture include but are not limited to: 1-patient undergoing revision surgery. 2- previous infection, hematoma and/or seroma. 3-patient has previous history of capsular contracture. 4- surgical factors. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. Establishment labs will continue monitoring for similar complaints/trends.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Left sided hardening of implant, uncomfortable. Reported capsular contracture baker grade iii.